Manufacturer narrative:
(B)(4). Failure to follow steps/instructions - a femoral angiogram was not taken. Per instructions for use: under warnings - perform a femoral angiogram to verify the location of the puncture site. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional perclose proglide devices are being filed under separate manufacturer report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with three proglide devices, using the pre-close technique, via a 6f sheath prior to a percutaneous transluminal aortic valvuloplasty (ptav) procedure. A femoral angiogram was not performed. Reportedly, cuff misses occurred with all three proglide devices. The sheath was upsized to 12f and the ptav procedure was completed. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.